Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags presented a leak at the port. The leaks were discovered during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between august 21, 2018 - august 22, 2018. Two (2) actual samples were received for evaluation. A visual inspection was performed on the first sample which did not identify any abnormalities that could have contributed to the reported condition. The visual inspection on the second sample revealed that the tubings of all three (3) ports were detached from the inside of the bag and were sticking outside on the back of the bag. Functional testing was performed which revealed a leak coming from the spike port cap at the base of the spike port tubing in the first sample and a leak in the ports on the back of the bag in the second sample. The reported condition of leak was verified in all samples. The cause of the reported condition in the first sample was not determined and for the second sample, the cause was due to variation in the manufacturing port weld process. The issues are being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.